Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received january 31, 2019: the procedure that was performed was a neuro coiling. The patient was stable. The procedure outcome was successful.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the second device used on the patient; see MDR no. 1118880-2019-00005 for the first device reported.

Event description:
The user facility reported that the ik femoral sheath kinked during the procedure causing damage to the 6fr cello (penumbra) guide catheter. The sheath was replaced with another 6fr pinnacle however, also kinked. The user reported that the sheath felt thinner so they used another device, which was fine. The procedure was finished successfully with the new device and there was an approximately five minute delay in completing the procedure to do the sheath exchanges. The patient was in good condition.